Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 4.0 x 20mm stent delivery system (sds) was not returned. The stent and a stent protector were returned loaded on a pigtail mandrel. The stent was dislodged from the sds, the stent was damaged with struts stretched and deformed particularly in the centre section. A review of the maximum crimped stent profile measurement of the associated batch records for this device was reviewed. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. A stent protector was returned and the internal diameter (ID) of the stent protector was measured and was within specification. Based on the specified stent protector profile and the maximum crimped stent profile, there are no issues to note with the interaction between the two components. There is no evidence that the device failed to meet specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, it was noted that the stent was deformed and off the stent delivery balloon. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, it was noted that the stent was deformed and off the stent delivery balloon. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.